Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for a lead revision procedure due to the left ventricular lead becoming dislodged. Upon interrogation of the device, the left ventricular lead exhibited total loss of capture. The right ventricular and atrial lead measurements were within normal limits. Fluoroscopy confirmed that the left ventricular lead had completely dislodged and revealed that the right atrial lead exhibited signs of retraction. The two leads were replaced. The patient tolerated the procedure well.